Event description:
Customer reported monitor did not alarm or page for ventricular escape rhythm. Patient reportedly coded and died. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.